Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator had a monophasic output fault. There was no negative patient impact reported.